Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels in the 40 mg/dl range. The customer was unsure of the cause for low bg levels. Customer ate apples to address low bg levels. Customer requested assistance adjusting the pump basal rates due to the low bg levels that occurred. Tandem technical support guided the customer through adjusting the pump basal rate. At the time of the report, customer's bg level was 232 mg/dl.